Manufacturer narrative:
No patient information provided as no patient was involved in this concern. In trouble-shooting stereotactic frame and starfix procedures the medtronic representative went through steps to plan, created at least one plan, pulled up trajectory view, overlaid microelectrode, displayed cannula, changed the distance from target of the cannula to 20 millimeters, closed the select tip, re-opened select tip, click ¿none¿, amd clicked on microelectrode, again. The cannula tip distance from target continues to say 20 millimeters, however, the cannula in the views is at 15 millimeters above target. On 10/06/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic marketing representative reported the incorrect distance displayed when a cannula tip was set within stealth cranial 3.0.1 software. This behavior occurred with all of the licenses installed except stealth stereotaxy. Below are the steps to recreate the behavior. Trouble-shooting did not provide resolution. This issue was identified during medtronic software training and there was no patient present.